Manufacturer narrative:
Correction to 510k number. Evaluation summary: on 2017-02-07. The service engineer evaluated the ventilator and replaced the graphic user interface (gui) central processing unit (cpu) and power supply. He also replaced the proportional solenoid (psol) due to findings when testing the ventilator. The ventilator passed manufacture specification testing and was placed back in use at the customer site. On 2018-02-08 the parts were returned for failure investigation. The returned tamura power supply was returned for failure investigation. A visual inspection of the part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The test ventilator powered up normally and no errors were recorded in the diagnostic logs. The ventilator was put into normal ventilation mode and successfully ventilated for 94 hours. There were no errors or unexpected alarms observed in the logs during the run time. All functional testing passed. There was no malfunction or product deficiency identified. The gui pcb, which was prior to the gui pcb - xena I, was returned for failure investigation. A visual inspection of the part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The test ventilator powered up normally and no errors. The ventilator was put in normal ventilation mode for approximately 144 hours with no errors or alarms observed. There was no malfunction or product deficiency identified. The proportional solenoid (psol) returned for failure investigation. The part was installed into the failure investigation test ventilator for analysis. The fault was identified to be a leak from the psol. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator generated a screen block message. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and confirmed the customer reported condition and to resolve the condition, the graphic user interface (gui) central processing unit (cpu) and power supply were replaced. The ventilator passed self-testing.